Manufacturer narrative:
Additional information: lot number, unique device identification(UDI) and manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI number and lot number. Missing manufacture date. No part returned. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the screw of the spine clamp was worn out.

Manufacturer narrative:
Manufacturer updated to proper value.